Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant was were removed due to >50% bone loss and infection after 2 weeks of placement. Antibiotics prescribed, debridement, and graft placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was received for investigation with an unreported abutment. Visual inspection of the as returned products identified signs of wear from use in the form of residue coating of the implant's exterior, but no other signs of significant damage or deformation. The returned implant dimension was measured and found to be within the specifications in the products' engineering drawings. The reported devices were located on tooth #s 26 and was used for approximately 1 month. Pictures or x-ray images of the implant site were not provided to evaluate the bone loss. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported infection and bone loss. The product was returned and the reported complaint could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.